Manufacturer narrative:
Motor position encoder error alarm was confirmed in alarm history screen due to overwritten history file. The device passed displacement test, rewind test, basic occlusion test, prime test, and motor test. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratches on lcd window, cracked reservoir tube lip, and scratches on reservoir tube window.

Event description:
It was reported the insulin pump alarmed motor error. The device was not exposed to high magnetic field. The device alarmed again after a fill cannula was performed. Customer changed reservoir and infusion set. Alarm persisted. Customer was unable to fill tubing manually. Alarm occurred four times in the last month. Alarm history showed a motor position encoder error alarm. Customer's blood glucose was 199 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.